Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. The caller reported the battery was dead and "it failed" and he wanted to find a doctor to do a replacement surgery. No symptoms or complications were reported or anticipated.